Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure, a sureform 45 curved-tip stapler instrument utilizing a sureform 45 geen reload was fired across unspecified tissue and resulted in malformed staples and tissue being pushed out of the jaws. A back-up sureform 45 stapler instrument was installed and a second fire was attempted using another sureform 45 green reload which again resulted in malformed staples and tissue being pushed out of the jaws. The certified surgical technologist (cst) stated they are unsure if there were holes/gaps or missing staples from the staple line; however, it was reported there was no bleeding observed and no unplanned tissue was removed due to this event. Additionally, there were no reported errors generated when the issue occurred. The customer states there are no photos or videos available for intuitive evaluation. The procedure was completed as planned.

Manufacturer narrative:
Intuitive has not received the sureform 45 green reload or sureform 45 curved-tip stapler instrument (lot number k13260115-0071) to perform failure analysis at the time of this report. However, intuitive has received the sureform 45 green reload (lot number u11250819) associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. Msc log review confirms the reload was not involved in a firing failure. The knife was exposed towards the distal end of the returned reload. Additionally, the reload blade was found to have mechanical indentations. The reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected. Damage was found to the blade. There was no cartridge damage observed. Intuitive has also received the sureform 45 curved-tip stapler instrument (lot number k13260115-0070) associated with this complaint and completed investigations. Failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. The instrument clamped, fired, and unclamped successfully with the cut-line appearing smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. A review of the system logs was done and no errors were found. The instrument was fully functional with no product issues found. Stapler logs show sureform 45 curved-tip stapler part number 480545-06, lot number k13260115-0070, was used first. It was installed on the system 2 times and fired 2 green reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. Next, logs show sureform 45 curved-tip stapler part number 480545-06, lot number k13260115-0071, was installed on the system 7 times and fired 7 reloads (1 green, followed by 6 blue). On install 1, the first clamp was successful, and the firing was completed with 4 pauses for compression. On installs 2-7, the first clamps were successful, and the firings were each completed with no pauses for compression. There were no stapler related errors in the system logs. Refer to medwatch report (MDR) with MFR report # 2955842-2026-32441 for MDR submission of the adverse event/malfunction related to the additional sureform 45 green reload.